Event description:
After extended use, the tip of the device detached from the surgical site. The tip was easily removed, however later the screen showed some beige fragments of plastic. The pieces were removed with grasper from the patient. No damage to the patient was reported. The patient is stable. The procedure had to be completed by using a device from another company.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the tip has been completely detached; however, the active wire is still connected to the exposed shaft. There are a significant amount of scuff marks present on the spacer. There are no manufacturing abnormalities visually observed with the returned device. Due to the damage the tip sustained a functional evaluation could not be conducted. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a hard object such as a cannula. Other factors that could contribute to the tip becoming detached includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.